Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The inaccuracy was 1mm.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis states that based on the information provided, the software appears to be working as designed. Analysis was inconclusive and probable cause was unable to be determined. However, it is suspected to be emitter placement and old patient exam being used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: sw app 9735762 stealth s8 app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the balloon and shaver were not tracking well at a certain position. The patient tracker had a high geometry error. Technical services (ts) had the site reduce the distance between the patient and the flat emitter which helped. It was noted that other instruments tracked fine. During the course of re-positioning, the site had to re-register the patient. The site was able to register and proceed with the case, but the surgeon struggled to get sufficient accuracy. It was noted that the scan was taken 4 months ago. The surgeon had previously worked on this patient in the meantime so there were discrepancies between the patient currently and the old scan being used. There was a less than 1-hour delay to the procedure and no impact on patient outcome.